Event description:
The user reported that the spo2 sensor was getting hot. In a subsequent communication with the user, the user also reported to the device manufacturer that the spo2 sensor was "pulling" towards the magnet. When the spo2 sensor was evaluated, they found that two screws installed in the spo2 sensor were ferrous. There was no reported pt or user involvement.

Manufacturer narrative:
(B)(4). There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or pt. At this time, we are considering that the spo2 sensor malfunctioned because there is no evidence supporting that the ferrous screws were placed there by someone other than the MFR of the spo2 sensor. There are two hazards that could potentially exist if ferrous screws are installed into this sensor: heating of the spo2 and attraction of the spo2 sensor to the MRI magnet. The device MFR is currently assessing these potential hazards and at this time, has not been able to confirm if the malfunction presents a risk to health. Therefore, we are reporting this incident as a precaution. A final report will be filed upon completion of the investigation.